Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported noticing insulin in the cartridge chamber during a cartridge change. Caller alleges the cartridge leaked. No adverse event reported. Cartridge has been discarded. No product will be returned.